Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter obtained blood glucose values of 15.7 and 7.8mmol/l on a lifescan meter within 20 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the variation between the two results exceeds the maximum acceptable value of 20% variance between readings taken on the same meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 2 ¿ (04/12/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/2/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on 3/10/2014 and 3/18/2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to have results above range when tested with control solution with no assignable cause and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.